Manufacturer narrative:
Phone number: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced discomfort, sweating and a pale complexion 27 minutes after starting treatment with one unit of poyflux 210h. The patient's blood pressure decreased to 50 mmhg. The treatment was stopped with blood restitution, oxygen administered and fluid replacement performed immediately. The treatment was resumed with a non-baxter filter, with no further adverse events. No additional information is available.